Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient had twiddlers syndrome and had twiddled this right ventricular (rv) lead and the associated device. Oversensing was noted which resulted in inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shocks. A revision procedure was performed and the rv lead was found to be dislodged. The lead was removed from service and replaced. No additional adverse patient effects were reported.